Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as did not wear a mask. The peritonitis was manifested by cloudy pd effluent, abdominal pain and fever. It was not reported if the patient was hospitalized for the event. The day after event onset, the patient was treated with vancomycin injection (1g, every 4th day, intraperitoneal, discontinued after 13 days) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued after 13 days) for peritonitis. On an unknown date, the patient recovered from the peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.